Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Analysis revealed a biological material on the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the foreign material on the tip remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a fibrous substance was attached to the tip of the catheter. It was noted after removing the device from the patient. It was not certain if the substance originated from the patient or the device. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. After the procedure, a similar substance was not present on the replacement catheter was visually checked.